Event description:
It was reported that this atrial lead was explanted on the same day as implanted due to oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a cut into the insulation 19.5 cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the observed noise. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.